Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2023, non-osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.